Event description:
Tip of drill broken off during surgery and remained above mid-shaft in femur. Dr used a bone plug and elected to leave bit in bone. Closed without further problem.

Manufacturer narrative:
Medwatch 3500a was received from user facility. Additional info that was received is included. Also info as requested on 9/30/1996. Conclusion statement: improper use by surgeon.